Manufacturer narrative:
Lot#: this info has not been provided. Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.manufacture date could not be determined without a lot number.

Event description:
Pt was implanted with zero-p implant 9mm height lordotic-sterile, one 12mm long cervical locking screw and three 14mm long cervical locking screws. X-ray taken 2 weeks post operative, showed no issues with the implants. During the first routine follow-up, x-ray showed one of the four screws was backing out. During the second follow-up, x-ray showed a second screw was backing out. Pt was returned to the operating room for removal of the hardware. This report is #2 of 3 for the same event.